Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The details of the lesion are unknown. The apex monorail 12mm x 2.00mm balloon was inflated to four atmospheres and ruptured. The balloon was removed intact. It is unknown how many inflations occurred. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: as the unit has not been returned, the complaint investigation site could not perform a technical analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).